Manufacturer narrative:
Based on available information, our medical determination is that this malfunction is serious: because sometimes, a surgical intervention is needed to remove a device whose cuff had failed to deflate. (B)(4).

Event description:
This complaint was received by (B)(4) on (B)(6) 2012 from (B)(6) for product reinforced tube size 8.0mm. Customer complaining: "the user was not able to deflate the cuff. It was found at cuff check before use."